Event description:
Loaded 3 review files into cardiac review-1 stress/rest, 1 gated rest only & 1 stress/rest if user selects the 1 study to display-ok, select the second (grest file)-ok. Select the third stress/rest study and the previous grest is display from the previous pt it does not update.